Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a fluctuation in ventricular and atrial pacing impedances, low atrial and ventricular amplitude, and ventricular noise with oversensing which caused extended inhibition of pacing therapy. Ventricular pauses greater than 8 seconds were observed as a result of the pacing inhibition caused by noise oversensing. (The right ventricular lead is a competitor lead). A boston scientific technical service consultant reviewed print-outs and electrogram (egm's) and confirmed the noise oversensing on the competitor right ventricular lead, consistent with a potential connection issue or conductor fracture. Long pauses of ventricular pacing inhibition were present. The patient was in atrial fibrillation. It was recommended to further investigate the right ventricular lead integrity. A high-resolution x-ray of the device could be considered to assess proper lead insertion and setscrew positions. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.